Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the exact cause of the annular rupture cannot be confirmed. In addition to the procedure factors (23mm valve in a 20mm annulus), patient factors (advanced age, small body weight, moderate valvular calcification, moderate native leaflet calcification, porcelain aorta) likely contributed to the annular rupture and observed aortic regurgitation (ar). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), post deployment of a 23mm sapien xt valve via the transapical approach, the patient became hypotensive. Chest compressions were initiated while the heart team waited for the patient¿s blood pressure (bp) to recover. The bp began to rise/recover; however, the systolic bp was too elevated at 300 mmhg due to the administration of vasopressors. Tee indicated an annular rupture and dissection extending from the ascending aorta to the descending aorta. ¿massive¿ bleeding was also observed behind the heart under direct vision of the access site. The bleeding behind the heart was evacuated and "cleaned". No other actions were taken. Following the administration of an antihypertensive agent and protamine, the bleeding subsided. Moderate aortic regurgitation (ar) was also observed, but thought to be due to the dissection; therefore, conservative treatment was taken with strict control of the patient¿s bp. No further actions were reported. The procedure was completed and the patient was transferred to the ICU. It was reported that on postoperative day (pod) 4 or 5, the patient was ¿getting better¿. The native annulus measured 20.0mm by CT. Moderate valvular calcification and moderate aortic root calcification was reported. It was also reported that the patient had a porcelain aorta.

Manufacturer narrative:
Additional information received indicated that on the day of the tavr procedure, congestive heart failure (chf) was observed post procedure. The chf was thought to be due to the remaining paravalvular leak (pvl). The chf became ¿uncontrollable¿. On postoperative day (pod) 35, the pvl was treated with a vascular plug and the chf improved. The previously reported annular rupture with an aortic dissection required a long hospitalization, but improved with conservative treatment. The patient was discharged to home 4 months post sapien xt valve implant. This patient¿s pre-procedure medical history includes aortic stenosis with aortic valve leaflet calcification (ncc, rcc > lcc), nyha class ii, mild ar, moderate mitral regurgitation (mr), moderate tricuspid regurgitation (tr), coronary stenosis, paroxysmal atrial fibrillation (paf), syncope, htn and dyslipidemia. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the pvl post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (moderate valvular calcification, native leaflet calcification, moderate aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.